Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The aortic neck was 18 - 20 mm long and it was 21 - 22 mm in diameter. It was reported that there was a type 1 endoleak post implant which required 2 cuffs to be implanted to successfully resolve the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, lack of information (unknown cause of endoleak, no films or operative reports were received. Conclusions: lack of information (unknown cause of endoleak, no films or operative reports were received).